Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals for its non boston scientific right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data. This device remains in service. No adverse patient effects were reported.